Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforate anything') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation ("migrate and move"), allergy to metals ("nickel allergy"), dysmenorrhoea ("period would go from normal to out of this world crazy and painful like labor"), dysgeusia ("my mouth would have a very powerful metallic taste that never gous away"), ageusia ("haven't been able to taste food for 8 years"), myalgia ("severe muscle pain"), arthralgia ("severe joint pain"), myositis ("severe muscle inflammation"), arthritis ("severe joint inflammation") and dyshidrotic eczema ("dyshidrotic eczema"). At the time of the report, the perforation, device dislocation, allergy to metals, dysmenorrhoea, ageusia and dyshidrotic eczema outcome was unknown and the dysgeusia, myalgia, arthralgia, myositis and arthritis had not resolved. The reporter considered ageusia, allergy to metals, arthralgia, arthritis, device dislocation, dysgeusia, dyshidrotic eczema, dysmenorrhoea, myalgia, myositis and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforate anything') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation ("migrate and move"), allergy to metals ("nickel allergy"), dysmenorrhoea ("period would go from normal to out of this world crazy and painful like labor"), dysgeusia ("my mouth would have a very powerful metallic taste that never gous away"), ageusia ("haven't been able to taste food for 8 years"), myalgia ("severe muscle pain"), arthralgia ("severe joint pain"), myositis ("severe muscle inflammation"), arthritis ("severe joint inflammation") and dyshidrotic eczema ("dyshidrotic eczema"). At the time of the report, the perforation, device dislocation, allergy to metals, dysmenorrhoea, ageusia and dyshidrotic eczema outcome was unknown and the dysgeusia, myalgia, arthralgia, myositis and arthritis had not resolved. The reporter considered ageusia, allergy to metals, arthralgia, arthritis, device dislocation, dysgeusia, dyshidrotic eczema, dysmenorrhoea, myalgia, myositis and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: events added: ¿perforate anything¿ ¿migrate and move¿ ¿period would go from normal to out of this world crazy and painful like labor¿ ¿my mouth would have a very powerful metallic taste that never gous away¿ ¿haven't been able to taste food for 8 years¿ ¿severe muscle pain¿ ¿severe joint pain¿ ¿severe muscle inflammation¿ ¿severe joint inflammation¿. Secondary reporter and indication added. M/w info filled. On 23-mar-2020: social media received: new event dyshidrotic eczema were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforate anything') and device dislocation ('migrate and move') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("period would go from normal to out of this world crazy and painful like labor"), dysgeusia ("my mouth would have a very powerful metallic taste that never gous away"), ageusia ("haven't been able to taste food for 8 years"), myalgia ("severe muscle pain"), arthralgia ("severe joint pain"), myositis ("severe muscle inflammation"), arthritis ("severe joint inflammation"), dyshidrotic eczema ("dyshidrotic eczema"), blood blister ("itch and sting like ity bitty blisters which are hard and bleed on popping"), pruritus ("itch and sting") and general physical health deterioration ("health records show deterioration"). At the time of the report, the perforation, device dislocation, allergy to metals, dysmenorrhoea, ageusia, dyshidrotic eczema, blood blister, pruritus and general physical health deterioration outcome was unknown and the dysgeusia, myalgia, arthralgia, myositis and arthritis had not resolved. The reporter considered ageusia, allergy to metals, arthralgia, arthritis, blood blister, device dislocation, dysgeusia, dyshidrotic eczema, dysmenorrhoea, general physical health deterioration, myalgia, myositis, perforation and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: upon internal review it was found that (B)(4) is duplicate of (B)(4). Data transferred from deletion case. New events added-deterioration of general condition, pruritus, blood blister. New reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.